Event description:
The customer complained of an erroneous low result for 1 patient sample tested for total (free + complexed) psa - prostate-specific antigen (total psa). The erroneous result was reported outside of the laboratory. The initial total psa result was 3.84 ng/ml. This result was reported to the physician. The sample was repeated twice and the results were 5.39 ng/ml and 5.33 ng/ml. The patient's total psa results have been monitored as the results have been high. Based on a biopsy performed at an unspecified time, a tumor was not found. No adverse event was reported. The total psa reagent lot number was 181675 with an expiration date of 01/31/2016. Calibration and quality controls were within specification. The last calibration was performed on (B)(6) 2015. Based on the available data, a specific root cause could not be identified. Possible root causes may be related to pre-analytics or hardware issues. A general issue with the reagent or the system can be excluded.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).